Event description:
It was reported the patient complained his scs ipg began to malfunction and sometimes the ipg overheats with the stimulation being off. A sjm representative met with the patient and the patient stated he experiences a "burning sensation", which occurs regardless if the charger is used or not. It is only intermittent even when he is not using his stimulation. No intervention is planned at this time.

Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.